Manufacturer narrative:
The starting pressure of the oxygen tank was 8mpa. The leak value was 26l/min, but was unable to confirm the value in % as it was not displayed on the screen. The average ve was 5.2l/min. The patient reportedly had tachypnea and it was highly likely that the tachypnea caused the rapid depletion of the oxygen cylinder. The medical engineer checked the respiratory rate and the value was approximately 20. The patient's respiratory rate the decrease in spo2 saturation was temporal and there was no other patient harm. At the time of the event, the v60 device was used continuously and was not transitioned to another ventilator. The values of blood gas analysis prior to and after the incident were normal. The empty cylinder was replaced and was used continuously at the time of the event until the sales representative brought an alternative v60 device. No parts were replaced. The unit was returned to the hospital. Based on the information provided, the customer reported that it was highly likely that the tachypnea caused the rapid depletion of the oxygen cylinder which resulted in a temporal decrease of the peripheral capillary oxygen saturation, with no other patient harm or injury incurred.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported an event log occurrence of ¿oxygen not available" alarm. A patient of unknown age and gender was prescribed v60 ventilator (software version 2.10), non-invasive positive pressure ventilation (nppv) interface with settings of ipap17 epap rate1 7 I-time 1.2 rise 2 and fio2 35% for unspecified condition. On (B)(6) 2022, the patient started to use the device at 1300 and at approximately 1430, the oxygen cylinder tank was empty. The reason for the rapid depletion of oxygen cylinder was not reported. As a result, the patient's peripheral capillary oxygen saturation (spo2) dropped to 80%. The patient treatment was addressed immediately (specific intervention note reported) and a blood gas analysis was performed (results not reported). No further harm was incurred. On the same day, at 1700, the v60 unit was collected by the facility's sales office. This unit has just completed preventive maintenance. The reporter stated that it was likely that the phenomenon had been generated by an external factor rather than the unit. Functional testing was performed, and it ensured no anomaly existed in the device. Overall checking, cleaning, run testing, and a function test were performed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.